Manufacturer narrative:
The patient's included in this article were treated with negative pressure wound therapy during may 2010 to dec. 2013 time period. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infections are related to v.a.c. Therapy. The physician reported the infections occurred mainly due to insufficient debridement before v.a.c. Or early use of the v.a.c. Before infection controlled. Kci has not been able to obtain sufficient information to establish a root cause.

Event description:
The following information was reported to kci by the physician: at the (B)(6), the physician presented article, "wound management for leg ulcer using v.a.c. System: review for the past four years" that described seventy four cases of leg ulcers during the may 2010 to dec. 2013 time period. The physician alleged v.a.c. Therapy was discontinued due to infection, case numbers of infection are unknown. The physician noted that the possible causes of infection were reported as inadequate debridement and decreased blood flow due to severe ischemia of the leg. On 08/07/2014, the following information was reported to kci by the physician: no serious event for infection such as sepsis occurred. Infection occurred mainly for insufficient debridement before v.a.c. Or early use of v.a.c. Before infection controlled. On 08/20/2014, the following information was reported to kci by the physician: nine cases were considered "ineffective" cases of v.a.c. Therapy as therapy was discontinued due to infection. No additional information is available. Since the unit's type or serial number was not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.